Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed in initial procedure? If so, what type and what was the result? Was buttressing material used? What color cartridges were used? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? There were no issues in the initial procedure. Air and methylene blue leak tests were performed. Peri strips used for buttressing. All green reloads used. Leak was identified with a cat scan and lab. No issues noticed with staple formation. Patient taken back to surgery on (B)(6) 2021 to correct. Patient currently being monitored. Additional information received: (B)(6) 2021 was original procedure. Patient taken back on (B)(6) 2021. Methylene blue was used for leak test. Leak was located in the upper portion of sleeve. Patient admitted until (B)(6) 2021. The had a hard time stabilizing wbc and patient was discharged with a drain and is currently at home with a pick line IV.

Event description:
It was reported that during a lap sleeve gastrectomy, near the top of the staple line there was a leak. Patient brought back for another surgery to fix leak.